Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a red alarm, controller failure. The unit was removed from service to be returned for evaluation. There was no patient involvement.